Event description:
Event description guidant received info that shortly after pocket closure, this ventricular lead became dislodged. While attempting to revise the lead, the helix mechanism failed to function properly. The lead was replaced.